Manufacturer narrative:
(B)(4): the customer reported the display is not coming on. There was no report of pt involvement. The mode during use was not reported. The device was evaluated at philips and the issue was verified. The problem was traced to a faulty power pca and display face plate. Replacing the power pca and display face plate resolved the reported issue. The device passed all performance assurance tests and was placed back into use/returned to the customer. Philips is unable to determine a cause because multiple parts were replaced to resolve the issue.

Event description:
The customer reported the display is not coming on. There was no report of pt involvement. The mode during use was not reported.